Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began approximately a month ago prior to contacting lfs. The patient reported a blood glucose reading of "240 mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with insulin (type/dose unspecified). At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient claimed 2 1/2 hours after the alleged issue began, the patient developed symptoms of shakiness, was feeling unwell, and was having problems with her eyesight. The mss, however, was not able to determine whether the patient's symptoms were associated as high or low blood sugar symptoms. In spite of her symptoms the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the test strips were in good condition and the subject meter's unit of measure was set correctly; however a quality control solution test was not performed as the patient was unable/unwilling. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe a serious injury after the alleged issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned on (B)(6) 2012 and evaluated by lifescan product analysis. On (B)(6) 2012 , the meter was tested and pass testing with no faults found. On (B)(6) 2012, the test strips were also tested and the primary complaint was not confirmed. However, a secondary issue was noted, when the test strips were tested with the control solution, it was found to have failed for control solution low. The control solution was also received; however no pa data was required . If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.